Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for liner delamination and difficulty removing the sheath were confirmed per evaluation of the provided imagery. Due to unavailability of the device's lot number, a review of the lot history was unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the commander delivery system was withdrawn into the esheath, and removed from the patient with slight resistance. However, when the implanter attempted to remove the esheath, a significant resistance was encountered. There was a kink in the esheath at the common iliac level in a segment with concentric calcification. Upon inspection of the esheath after removal, it was observed that the inner lining of the sheath had folded back on itself approximately 8 cm''. In this case, removal of burst balloon with an altered profile would make it more susceptible toward catching onto the sheath liner during system withdrawal, leading to resistance. Additionally, patient had calcified and tortuous vasculature, which could subject the sheath to sub-optimal withdrawal angles, further increasing the chance of the balloon to catch onto the liner. A combination of these factors could cause the sheath liner to delaminated and the sheath shaft to become kinked when compounded with excessive manipulation. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (withdrawal of balloon burst/non-coaxial withdrawal, excessive manipulation) may have contributed to the reported liner delamination. A kinked sheath shaft would create challenging angulation during sheath removal from patient. It is also possible that the delaminated liner was susceptible to adverse interactions with patient's vasculature, leading to the reported resistance during sheath removal. As such, available information suggests that procedural factors (kinked sheath, delaminated liner) likely contributed to the reported withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no 2015691-2024-03233. The investigation is ongoing.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 26mm sapien 3 ultra transcatheter heart valve implant in aortic position by transfemoral approach during valve deployment, the 26mm commander delivery system balloon ruptured at the end of deployment. The valve deployed fully in a stable position. No pvl or annular injury occurred. The patient's annulus and lvot were heavily calcified and there was also calcification in the aorta, iliac and femoral arteries. There was a moderate degree of iliacs/femorals tortuosity. The commander delivery system was withdrawn into the 14f esheath and removed from the patient with slight resistance. However, when the implanter attempted to remove the esheath, significant resistance was encountered. There was a kink in the esheath at the common iliac level in a segment with concentric calcification. Fluoroscopy also revealed that the tip of the esheath was in the descending aorta, but the distal esheath marker was visible in the common iliac artery. The operator performed multiple balloon inflations inside the esheath, and after insertion of an 18 fr dilator, was able to remove the esheath successfully. Upon inspection of the esheath after removal, it was observed that the inner lining of the sheath had folded back on itself approximately 8 cm. The implanter was able to expose the inner lining of the sheath using surgical forceps. The c marker came off the liner but that was after the surgeon pulled it apart and inspected it. The patient tolerated this well without any vascular injury and was discharged home. As per medical opinion, the esheath damage was due to the damaged delivery system balloon.